Event description:
The ortho provue missed an antibody that was detected in manual gel. No erroneous results were reported.

Manufacturer narrative:
Cts encouraged the customer to use the same set of screening cells when comparing provue and manual gel to rule out any potential problems with the specific set. Cts discussed possible causes of the discrepancy, including the differences in provue and manual gel that may cause potential discrepancies. The customer indicates their understanding of the possible causes of the discrepancies and indicates their confidence that the provue is operating as expected. (B)(4).